Event description:
It was reported that the customer answered yes to the question "are you aware of any issues with dimmed led segments where numbers were not clearly displayed on lcd?". No patient involvement.

Manufacturer narrative:
No device history search was performed since no source device serial number was reported by the customer. A review of the april 2021 complaint review board (crb) did find an increasing trend for the reported issue of ¿dimmed led segments¿. No further investigation actions will be performed due to the fact that bd has identified the root cause and initiated field action for the dim segment issue. Even though no device has been returned bd has investigated the dim segment issue and identified the root cause to be a manufacturing issue with a field action implemented for correction. The reported issue within a survey of awareness to issues of dimmed led segments could not be confirmed; no product was returned for investigation. No further investigation of this issue is deemed necessary, and no patient impact was reported. Bd had opened CAPA pr 1143616 to address the issue of dim segments. The device is used for treatment purposes.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the customer answered yes to the question "are you aware of any issues with dimmed led segments where numbers were not clearly displayed on lcd?". No patient involvement.

Manufacturer narrative:
The reported issue within a survey of awareness to issues of dimmed led segments could not be confirmed; no product was returned for investigation. No device history search was performed since no source device serial number was reported by the customer.

Event description:
It was reported that the customer answered yes to the question "are you aware of any issues with dimmed led segments where numbers were not clearly displayed on lcd?". No patient involvement.